Event description:
It was reported that pump display only partially lit up and issue affected customer ability to interact with pump and read screen. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the pump continued to use pump for insulin therapy, relying on mobile app to interact/bolus with pump.